Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons were not responding properly the first time. Customer's blood glucose level was unknown. Customer stated chip in the face of corner and had no delivery. The insulin pump will not be returned for analysis.